Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd 60 in non-dehp microbore extension set leaked. The following information was provided by the initial reporter: after medication administration had been completed, noted the bedding under tubing was wet. Investigation of the tubing noted that the distal end of the tubing at the tubing hub junction was leaking.

Manufacturer narrative:
It was reported that there was a leak. One sample model me2020, lot 23119071 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an extension set and a bd 10 ml syringe filled with water. The set was successfully flushed. No leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model me2020 lot number 23119071 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info